Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer cleared the alarms and resumed insulin delivery. The customer's blood glucose level was not impacted. As the alarm was not occurring at the time tandem technical support was contacted, a system check to determine a possible cause of the occlusion was unable to be determined.